Manufacturer narrative:
(B)(4).

Event description:
It was reported that due to suspicion of pocket decubitus, the device was repositioned in a more pectoral position. The operation was successful and patient's condition is stable. All the electrical parameters of the leads catheters are good and stable.